Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ saline 10ml syringe contained foreign matter described as a "stained syringe cap." No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: a photo was provided for evaluation. The photo provided doesn¿t show the stain reported on the tip cap, it could possibly be due to the light reflection however the failure mode was unable to be verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: unable to determine a root cause. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that bd posiflush¿ saline 10ml syringe contained foreign matter described as a "stained syringe cap." No serious injury or medical intervention was reported.